Event description:
A (B) (6) female pt underwent aaa repair on (B) (6) 2010. The pt's anatomical form was suitable for aaa repair, but l1 was 80 - 85 measured by an angiographic measure catheter. During placement of the main body, the physician determined it was difficult to release the contralateral limb since there is not enough space between the contralateral limb and aortic bifurcation. Thus the physician decided to place the main body upper because he determined the artery could be occluded because the renal function was determined as normal. He chose this to release the limb for sure. The final angiography confirmed complete occlusion of the right renal artery and patency of the left renal artery. The physician decided not to perform any add'l procedure for the occlusion and take a wait-and-see approach. On (B) (6) 2010, the pt is stable with creatinine level 0.8mg/dl and blood pressure 120. She is going to be discharged this weekend.

Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describe the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "the zenith aaa endovascular graft with h&l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysm having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." The main body IFU also provides detailed instruction on the proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description as well as the physicians comments: "even occluding the left renal artery was within the scope of assumption. In consideration of the pt's condition, I wanted to avoid transition to f-f bypass using a converter due to the limb release difficulty. Amount of urine during the procedure was normal, but a f/u is necessary." It should be noted that proper sizing techniques are detailed in the IFU, and it appears that an incorrect size stent graft may have been selected. Add'l info regarding sizing sheet and presence of cook representative during procedure was requested but not provided. We will continue to monitor for similar complaints.